Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent unspecified malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer was able to reset the pump each time. The customer declined to answer questions regarding the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.